Event description:
On (B)(6) 2015, intuitive surgical, inc. (Isi) received uf/importer report (B)(4) with the following event description: during the da vinci case, the endo-sealer failed to seal causing a blood vessel tear. The endoscopic clip applier immediately opened. The physician's assistant clipped the area per the physician's instructions. Bleeding was controlled per the physician.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs revealed that no da vinci surgical procedures were logged or performed on (B)(6) 2015. This complaint is being reported due to the following conclusion: the initial reporter claimed that the endowrist one vessel sealer instrument failed to seal. However, there is no indication that a serious patient injury occurred.

Manufacturer narrative:
The conclusion statement should read as, this complaint is being reported due to the following conclusion: the initial reporter claimed that the endowrist one vessel sealer instrument failed to seal during a da vinci surgical procedure and the patient sustained a blood vessel tear.